Event description:
During a pta to the left sfa, the product was advanced to the lesion and successfully inflated two different times. During subsequent removal of the balloon through the 6f sheath, the physician felt the distal tip of the balloon separate when the balloon came back through the hemostasis valve attached to the proximal end of the sheath introducer. The separated tip of the balloon remained on the guidewire outside the pt. The vessel was described as having moderate calcification, mild tortuousity and 99% stenosis. There was no report of any adverse effects to the pt. The balloon and separated tip have been returned for evaluation and testing; however, the engineering evaluation has not been completed. Add'l info will be submitted within 30 days of receipt.

Manufacturer narrative:
This product is distributed outside the united states, but is similar to us distributed pta systems.